Event description:
Guidant h135 ICD was implanted in 2003 and checked by dr every three months. Incidents had been noticed at each checkup. After last check up with 3 incidents noted, dr determined that a unit failure would not be survivable. FDA had issued a class one recall, and in a meeting with guidant on 07/01/05 guidant explained the engineering error on three wires plus the manufacturing error on wire attachment. They stated that they incorporated necessary fixes in augut 2004. I agreed to have the unit replaced with a modified h135 that contained fixes and dr scheduled replacement surgery in 2005. Guidant did not provide a replacement, as requested, because they are still delivering defective h135 ICD's until inventory is exhausted. This was unacceptable and dr had to use a medtronic ICD as a replacement. Guidant to be held fully accountable for providing defective equipment with known engineering and manufacturing flaws since 2002.